Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of thrombosis is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the 3.0x38 mm esprit below the knee (btk) scaffold was implanted on (B)(6) 2025 in the 100% occluded peroneal artery after intravascular ultrasound (ivus) was used to size the vessel. The patient had redness and a non-healing wound on (B)(6) 2025. The patient was treated for thrombosis in the scaffold on (B)(6) 2025. The patient was not compliant with dapt and had not filled the medication until one month after implant. Balloon angioplasty was performed and a coronary stent was placed. The patient is doing well. No additional information was provided.